Manufacturer narrative:
(B)(6). One sample was received for evaluation. The sample arrived out of the pouch un-primed. Visual inspection showed that there was a piece of material on the luer tip. Closer visual inspection under a microscope showed that the material on the tip of the luer appears to be finger nail flash. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer was unable to connect a patient's tubing to their catheter. The customer noted a rough edge on the connection end of the tubing. There was no patient injury or medical intervention in association with this event. No additional information is available.